Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Multiple unsuccessful attempts were made to obtain the device for evaluation. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that file broke while using a w&h 8:1 mini head button contra angle and the broken portion of the file became stuck in the patient's tooth. It is not clear as to what/whose file was used.